Event description:
Nursing staff answered a ventilator alarm; found pt apneic and ventilator not functioning. Heart rate 46, after pt was ambu-bagged, heart rate and saturated partial pressure of oxygen improved.